Event description:
Surgical laser is not able to finish the boot up. Failure of the initial check during start up. Low power indicated. Current check alarm displayed on monitor. No other alarm or error is displayed on power supply. Unaware of the presence of the pt.

Manufacturer narrative:
Resonator diode damage because of internal contamination of optical components.